Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced a low vault with rotation. The lens was repositioned but the problem did not resolve. The lens remains implanted. The cause of the event was reported as unknown.